Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Troubleshooting was done for the customer's high blood glucose levels. The customer stated that there were no symptoms due to her high blood glucose levels. The customer's blood glucose at the time of admission to the hospital was over 700 mg/dl. The customer stated that her blood glucose levels were already high the day prior to the hospitalization. The customer stated that before going to bed the night prior to the event, her blood glucose was 600 mg/dl. Assisted customer with inputting the correct time and date into the insulin pump. Confirmed that there was inaccurate bolus history in the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.